Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the hepatic artery. When the 3x12mm trek balloon dilatation catheter (bdc) was opened, the flushing tool was noted to not be in the packaging. The bdc was advanced with resistance with the guide wire (gw); therefore, the bdc was removed and resistance was also noted. After removal, the balloon of the bdc was noted to have moved on the delivery system, as if the balloon partially detached (broke). Another trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty advancing and removing the device from the guide wire and component missing could not be determined; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.

Event description:
Subsequent to the it initial report being filed, it was reported that the 3x12mm trek balloon did not separate completely from the delivery system; however, the balloon had became detached from where the balloon was mounted on the delivery system. No additional information was provided.